Manufacturer narrative:
On 12/17/2019, additional information was received indicating the impacted product was on the right side. The device serial number was identified as (B)(6). The patient underwent removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(6) (r) and serial number (B)(6). A photo of the device was received. Photo evaluation: upon visual inspection of the picture, the implant was observed with no apparent damage. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round high profile 290cc, catalog number 3503290, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 290cc breast implant and experienced paresthesia, anisomastia, and deflation on the left side. As a result, the patient underwent removal on (B)(6) 2019.